Event description:
It was reported the battery longevity of the device had dropped from 12 years remaining to 3.5 years remaining within less than 1 years time. The device was replaced on (B)(6) 2019 without further complications. The old device is expected for return, and a full analysis will be completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
The device has been received for analysis, and currently the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported the battery longevity of the device had dropped from 12 years remaining to 3.5 years remaining within less than 1 years time. The device was replaced on (B)(6) 2019 without further complications. The old device is expected for return, and a full analysis will be completed.